Event description:
Consumer stated that the tdx3 power chair is stuck in a tilt position.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The malfunction has not been confirmed.